Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose levels ranged between 140-200 mg/dl. The customer performed the fill tubing sequence prior to contacting tandem technical support and had observed insulin exiting the infusion set cannula. The customer alleged there was an underlying issue with the cartridges as they had received repeated occlusion alarms while using the same box of cartridges. An infusion site change was to be performed to address the current occlusion alarm. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.